Event description:
It was reported that surgical intervention where the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported during the patient's routine check with the manufacturing representative that the patient's leads have migrated down the epidural space. Surgical intervention is currently pending.